Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found damage on the coupler. Additionally, other evaluation findings include the following: failed leak test. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed¿. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide device evaluation information based on legal manufacturer's final investigation results.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported the subject device had broken pieces. No patient harm reported.